Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
Received info stating that during a software upgrade an 840 ventilator had an erratic graphical user interface (gui) display. No pt involvement. Covidien customer support engineer (cse) replaced the gui central process unit (cpu) printed circuit board assembly (pcba). Device pass extended self test (est).